Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging lung disease and necrotizing pneumonia. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging lung disease and necrotizing pneumonia. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's product investigation laboratory for investigation. Manufacturer observed the following from an external and internal inspection the air outlet port had dust-like contamination in it, tan dust-like contamination at the air inlet. High pitch blower whine observed.cr11 humidifier on led out. Possibly a faulty led, missing air inlet filter, missing sd card cover, missing flow/pressure sensor seal, possibly an authorized rework, potential mineral deposits inside blower box and blower motor indicate possible water ingress, pca (printed circuit assembly) had significant dust-like contamination all over the top of it, significant dust-like contamination on top of the blower box and throughout the bottom of the enclosure, significant dust-like contamination on top of the blower motor, dust-like contamination in the bottom of the blower box, air inlet seal had yellowed and has dust-like contamination on it and significant dust-like contamination on sound abatement foam. Manufacturer also observed customers humidifier heater plate did not heat and internal air leak detected. High pitch blower whine observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were 32 errors found. The manufacturer concludes there was evidence of sound abatement foam degradation in the device and was able to confirm the customer's complaint. Box d and h: has been updated.